Event description:
A customer reported an incorrect biometry measurement. The incorrect measurement resulted in an unexpected postsurgical outcome of high refractive error following a cataract with intraocular (iol) lens implant procedure on the pt's right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).